Event description:
It was reported that the patient hit the head while playing (exact date unknown). Following this incident, the patient started perceiving an unusual sensation whenever the external sound processor was started. The reported problem was reproduced during device evaluation at the implant center. The device was explanted and the patient was reimplanted with another clarion device.